Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer¿s blood glucose (bg) read as ¿high¿; however, a specific value was not provided. The customer administered a bolus via the pump to address their bg level. The customer continued to use the pump for insulin therapy.